Manufacturer narrative:
Three opened trocar handle blade assemblies and three open trocar cannula hub assemblies in a small parts tray (smpt) were received for the report of the doctor introduced the valve cannulas to the patients eye and connected the infusion and he had leakage after 3 minutes to one of the valved cannulas. Sample #1 was visually inspected and found to be nonconforming, the septum was damaged with a jagged cut observed. Leak testing could not be performed due to the damage of the sample. Samples #2 and #3 were visually and functionally inspected and were found to be conforming. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for sample # 1 is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Samples 2 and 3 were found to be visually and functionally conforming, therefore the complaint as describe by the customer could not be confirmed and the root cause could not be determined. Samples 2 and 3 met specification and the exact root cause for sample #1 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No action was taken on samples #2 and #3 as the product met specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage detected to one of the valved cannulas after three minutes during vitrectomy/retinal surgery. The surgery was completed with no harm to the patient.